Event description:
It was found through received medical records that there was an additional left hip revision. This complaint is for the patient's second revision due to recurrent dislocations.

Manufacturer narrative:
An event regarding a second revision due to dislocation involving an unknown dual mobility cup was reported. The event was confirmed. The provided medical records and x-rays were reviewed by a consulting clinician who concluded: ¿in this complicated, multiply operated upon left hip with a total femoral replacement, there is no inherent soft tissue support for stability of the hip. There is no resistance to impingement at the extremes of motion. This likely resulted in the recurrent dislocations, including the subsequent disassociation of the constrained liner.¿ the investigation concluded that the reported dislocation was caused by patient and/or user factors.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown dual mobility cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
It was found through received medical records that there was an additional left hip revision. This complaint is for the patient's second revision due to recurrent dislocations.